Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2016, the lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.